Event description:
An impella rp flex device was inserted via the right femoral vein in a 62-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage a. During placement of the impella rp flex 027 wire into a pulmonary artery branch, the managing physician noted ectopy on multiple occasions, as well as during placement of the impella rp flex device. The physician stated this was likely anecdotal to this patient, as he had numerous instances of ventricular tachycardia (vt) and ventricular fibrillation (vf) arrest prior to placement, but wanted to make the team aware. The patient expired on support. Arrhythmia may have been related to the patient's underlying cardiac condition and history of ventricular arrhythmias, as well as the critical illness requiring mechanical circulatory support. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Pdi (arrhythmia): the root cause of the injury was unable to be determined due to insufficient clinical details.